Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A health care professional (hcp) contacted boston scientific technical services (ts) and inquired about alerts through the remote home monitoring system. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.